Event description:
Wore glasses for myopia and got lasik. Had no unusual symptoms while wearing glasses before surgery. After surgery I started to experience eye pain in one eye and a pulling sensation. A general feeling of disorientation and poor ability to concentrate. When reading I found and inability to understand and comprehend reading material. I believe my symptoms overlap with symptoms of binocular vision dysfunction. I attended a behavioral optometrist and she confirmed that I have accommodative problems and also an exophoria for distance and near work. I did not have any pain until after this surgery and now have to cover my eye when trying to focus visually on objects.